Event description:
A passeo-35 balloon catheter was selected for treatment of a moderately calcified lesion (55 percent stenosis degree) in the moderately tortuous sfa. When pressure was applied up to 6 bar the balloon ruptured. Another passeo-35 was used successfully. The patient is stable.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause was determined.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinally over a length of about 45 mm. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, shepherded object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy.